Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus. The field service engineer (fse) confirmed that the drawer on the half-height drawer 4.1 was not being detected on the bus, and the slide rail required one dog bone (bumper slide) as well. The fse successfully replaced the pyxis bus and one black bumper slide and tested in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 had all pockets failed and was not detected on bus. User attempted to reseat the machine and restarted multiple times, but the issue still persisted. Same drawer was also missing a rubber stopper on the left railing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.